Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, a myocardial infarction (mi) occurred. The target lesion was located in the right coronary artery (rca). The target vessel reference diameter was 4mm and the lesion length was 25mm. Pre-procedure stenosis was 95% and post-procedure was 0% stenosis. A 4.0x28mm liberte stent was implanted. No information if direct stenting was attempted. There were no additional procedure performed in the target lesion. The procedure was a technical success. Post-procedure and pre-discharge; the patient experienced a mi target vessel related. A rise of cardiac markers was observed. No data relative to EKG change but location of mi is inferior. At the time of the event, the patient was on anticoagulant therapy which included, clopidogrel and aspirin. The patient was discharged three days post procedure without current anginal complaints or silent ischemia. Discharge medication included: asa 100mg daily/infinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4): device unavailable for analysis.